Event description:
Was supposed to have lasik surgery, but had prk because the md said I did not have enough cornea. Prk in early 2008. That night the bandaid lens fell out of my left eye and formed a corneal abrasion. After many visits back to the md, and he stating everything looked good for about a month. I visited another md because my eye looked like it was going to fall out of the socket. The 2nd md stated I had a terrible infection behind the cornea. He treated me aggressively for about 2 weeks. No improvement with many eye drops and daily visits to the md. The md stated that he had to do an emergency corneal transplant or I might loose my eye. I have a permanent disability 20/70 in my left eye. I continue to have discomfort and I am recovering from shingles of the eye. My outcome for vision is not good. I had 2 other md visits and they both agreed regular lasik surgery was much better, and I had enough cornea flap. I feel that the first md neglected my care and eye. He never addressed an infection. I was put on large dosages of pain killers and tranquilizers and sleeping pills for the pain. Each time I would visit the md, he would say 2 more weeks and you will be healed. If I would have not gone to another md, I would have lost my eye.